Manufacturer narrative:
Concomittants: 2414015; 02-010-01-0230 - logic femoral ps cem left sz 3. 2623201; 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 2607955; 200-02-35 - three peg patella 35mm. 1669831; 204-34-04 - fluted stem extension 40l x 14 mm. 2482281; 204-70-00 - tibial stem ext. Screw. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, bilateral knee replacements. Unique anatomy, obesity, or other condition that impacts the performance of the device. The device wear is most likely a problem associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
It was reported via a legal notification that a female patient, initial left knee arthroplasty implanted on (B)(6) 2013 with optetrak devices, underwent a revision surgery on (B)(6) 2016, approximately 2 years 8 months post the initial procedure. The legal document indicates the revision surgery caused infection and complications plus the patient endured postoperative rehabilitation all over again. No devices returning due to this being a legal case. No further information.